Manufacturer narrative:
Upon follow up it was reported antibiotic treatment was discontinued (unreported date). On an unknown date, the patient was discharged from the hospital and the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was further described as the patient made an unspecified mistake during therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the event. On an unspecified date, the patient was treated with fortum (1 gram, route and frequency were not reported), amikacin (125 mg, route and frequency were not reported), and vancomycin (1 gram, route and frequency were not reported) for peritonitis. At the time of this report, fortum and amikacin therapies were ongoing and the patient was still in the hospital and was recovering from the peritonitis event. It was not reported if the patient has been retrained on proper aseptic technique. No additional information is available.